Manufacturer narrative:
Patient identifier: complete information = (B)(6). Patient information: no further information was provided. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer reported a falsely elevated total bilirubin result for a newborn while using the architect c8000. Sample ID (B)(6) generated a result of 16.4 mg/dl which was discrepant with the previous result of 5.7 mg/dl. A new sample was collected which generated 8.0 mg/dl. The original sample was retested which generated 6.9 and 7.4 mg/dl. No adverse impact to patient management was reported.

Manufacturer narrative:
Abbott support reviewed the customer's instrument logs for (B)(4) and found no issues or problems. The customer suspects a sample handling tech error; possibly pouring off the wrong sample. No further assistance was requested. A review of the (B)(4) service history found no contributing factors, and no subsequent reports of erratic or discrepant results have been received. A review of complaint and trending data for the c8000 identified no issues or trends related to discrepant or erratic results. Device history records were reviewed for the likely cause and no issues were identified. Tracking and trending data in the product monitoring review for clinical chemistry systems revealed no systemic issues or adverse trends related to the complaint issue. The c systems erratic result rates were reviewed and were within acceptable limits with no trends identified. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect c8000 analyzer was identified.